Manufacturer narrative:
Reference record (B)(4). A cut intestinal tube return sample was received at abbvie for examination. The intestinal tube return sample was visually inspected and was observed to be knotted. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed in lot #/model # which is the us list number. A sample return is expected and a follow up medwatch report will be submitted upon completion of investigation. Knotting is a known complication of a j-peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2017, the patient's pej tube was found to be in the stomach and the patient underwent replacement of both the peg and peg-j tubes since they were already in use for a long time. On (B)(6) 2017, it was reported that a knot was found on the peg-j tube.